Event description:
Patient 1 of 2. Healthcare professional reports hemochron jr signature system discrepancy since switching cuvette lot. Pt/inr 9.2, lab pt/inr 2.8. Patient treatment was based on the lab pt/inr. The patient's therapeutic range is 2.0-3.0. Patient is on anticoagulation regimen of both coumadin and low molecular weight heparin. All liquid quality control tests have been acceptable.

Manufacturer narrative:
(B)(4). Method: manufacturer/evaluation/investigation currently in process. Actual device involved in complaint was evaluated. Result: customer complaint could not be confirmed. Conclusion code: no conclusion can be drawn. Itc has requested all data required for form 3500a.